Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise post shock delivery. Boston scientific technical services (ts) recommended aggressive isometrics and pocket manipulations while monitoring impedance measurements to see if any abrupt changes are observed. The noise is likely corresponding to the outer insulation damage on the lead due to lead-on-lead or lead-on-can contact. Isometrics were performed and the noise could be reproduced a lead revision procedure will be performed at the next device replacement procedure. No adverse patient effects were reported.